Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump histories showed a replace battery alarm occurred at 20:53 on (B)(6) 2013. The battery voltage at the time of the alarm was low. The alarm went unconfirmed, discharging the battery and causing the pump to reboot. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap was able to fully tighten to the pump with no yellow o-ring showing. The battery cap contacts were found to be within specifications. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and no internal damage was found. Investigation determined that the alleged power issue was caused by inappropriate response to an appropriately emitted alarm.